Event description:
It was reported that the locking knob broke off during surgery.

Manufacturer narrative:
The affected journey femoral implant impactor was returned and evaluated. A visual inspection confirmed that the positive lock bolt has sheared in half; one end was not returned with the complaint device. The bolt can fail if it is over torqued or if side loading is applied. The bolt has a crimp ring that prevents it from being removed completely which is where the over torquing can occur. While both the posterior and anterior cam bumpers show use damage, they have not failed. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Additionally, a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.